Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, cloudy in the gel. No openings observed in the device. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side rupture and removal of textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the textured devices.

Event description:
Healthcare professional reported a right side rupture and removal of textured to smooth implants due to the patients concerns with the product. Device has been explanted.